Event description:
It was reported that the patient received a (B)(4) alert for noise. In clinic, noise was observed on the right ventricular lead with isometrics. The patient had a slow but consitent heart rate below base rate. Lead replacement was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.